Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a everest cannulated probe broke. The shaft remains in the patient.

Event description:
On 7/20/2018 it was reported to k2m, inc. That a surgery took place in which a cannulated probe tip broke. The tip remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the tip of the cannulated probe remains in the patient, no physical, chemical evaluation could be performed. The patient was reported to have hard bone, which may have contributed to this specific failure nature.